Event description:
It was reported the "plus" and "minus" button get stuck and have to be pressed multiple times in order for the device to function as intended. A replacement programmer was sent to the pt to address the issue(s).

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.